Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "misconnection of supply and return lines". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device got an alert 01 (patient line open). User had already changed out pads and ensured water level was good at 4 bars. Nurse checked secure connection of fluid delivery line (fdl) to device and made sure all lines were straight with no bend or kinks. User was instructed to stop therapy, drain pads and disconnect pads. User reconnected by holding tubing and explained not to touch clear clamps. User restarted therapy and flow rate leveled out to 3.1 l/m. No additional alerts and advised to call back if flow rate drops below 1.7lpm or if they experience any alerts. Per follow up 1 on 15mar2021 via nurse (B)(6), size large pads. Pads had been exchanged prior to calling helpline due to low flow rate, but the same low flow alarms showed up after switching pads. Flow remained optimal after calling helpline and reconnecting lines. Pads were not kept after therapy completion. No further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the (B)(6) sun device got an alert 01 (patient line open). User had already changed out pads and ensured water level was good at 4 bars. Nurse checked secure connection of fluid delivery line (fdl) to device and made sure all lines were straight with no bend or kinks. User was instructed to stop therapy, drain pads and disconnect pads. User reconnected by holding tubing and explained not to touch clear clamps. User restarted therapy and flow rate leveled out to 3.1 l/m. No additional alerts and advised to call back if flow rate drops below 1.7lpm or if they experience any alerts. Per follow up 1 on (B)(6) 2021 via nurse aster, size large pads. Pads had been exchanged prior to calling helpline due to low flow rate, but the same low flow alarms showed up after switching pads. Flow remained optimal after calling helpline and reconnecting lines. Pads were not kept after therapy completion. No further information available.